Manufacturer narrative:
Other, other text: additional information- no patient involvement.

Event description:
Additional information - no patient involvement.

Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be replicated by analysts. The q1 component was broken off from the board. The plunger board came off the glue. There was evidence that the customer incorrectly assembled the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump had a syringe plunger not in place. It was not fully opening. There were no reported adverse events.